Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal idler pulley. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found an indented idler pulley and indentations on the instrument blades. Additional observation(s) related to the customer's complaint: the instrument was found to have multiple indentations on the edge of the distal idler pulley. There were potential fragments missing. Other components adjacent to this indented pulley showed damage. The instrument was found to have blade damage on the entirety of the blade. Both blade edges were indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of the indented distal pulleys and blade damages were attributed to the user.